Event description:
Patient's spouse reported capsular contracture baker grade ii and cyst . Physician additionally reported baker grade ii on the right per physical examination. Later physician reported capsular contracture baker grade iii with breast distortion, hardening of the breast. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture, baker grade 3.

Event description:
The device has been explanted.